Manufacturer narrative:
The returned device was evaluated. During evaluation the device was verified operationally and functionally. The unit was found to visually and audibly alarm when alarm limits were breached. The device was disassembled and the keypad power button was mechanically damaged. The button does not correctly spring back to the extended position following release of depression. This results in the button behaving as though it's being depressed when it isn't, which causes the unintended power on and off. A temporary keypad was installed from a known good unit and the device was fully functional. A service history record review reveals that this unit was in the field for over two (2) year with no previous reported issues related to this reported event.

Event description:
The customer reported the unit will power on and off by itself, which happens both on ac and battery power, and the power button on the keypad does not have the same tactile feel as other known good keypads. No impact or consequences were reported.